Event description:
Related manufacturer reference number: 2017865-2023-04361. During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, episodes of automatic mode switch were observed on the ra lead. Provocative testing was performed and the noise was able to be reproduced. The ra and rv leads were explanted and insulation damage was visually confirmed on both leads. As a result, the ra and rv leads were both replaced to resolve the event. The patient was stable and will continue to be monitored.